Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision due to nickel sensitivity in 2017. It was reported that patient's left knee was revised due to reoccurrence of scar tissue, suspected arthrofibrosis, and alleged nickel sensitivity. A person identifying himself as an administrator is requesting any documentation which would have been provided to the surgeon indicating metal composition of the primary implants. Patient was revised to competitor devices which have no nickel.